Manufacturer narrative:
Clarification b3 (date of event): nov/2024 when MRI confirmed rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange from textured to smooth due to the patient's concern with the product. Later healthcare professional reported "intracapsular rupture" via "MRI" the device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - rupture: observed two openings assessed as unidentified (tear) opening and surgical damage. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported right side "exchange from textured to smooth due to the patient's concern with the product". Later healthcare professional reported "intracapsular rupture and axillary lymph nodes" via "MRI" the device was explanted.